Event description:
A customer reported that an abl80 flex analyzer in the hospital's respiratory department generated po2 results that were more than 2.5 kpa different than other analyzers. The patient samples were arterial blood collected in capillary tubes. The customer expressed concern that patients were unnecessarily being added to home o2 service based on these po2 results.

Manufacturer narrative:
As the deficiency expressed by the customer resembles that of a previously reported MDR, this event will be reported as an MDR according to the 2-year assumption rule even though no evidence of a malfunction could be established.